Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The reported device failed to complete its internal self-test was confirmed. Visual inspection of the device revealed contamination. The pneumatic block assembly was replaced to address the reported issue. The device was fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and did not alarm when expected. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The pneumatic block assembly was replaced to address the reported issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and the alarm did not sound when expected. There was no patient harm or a serious injury reported as a result of this incident.